Event description:
On or around 8/14/98, an error code "sample level hi" was printed on the data tape when an amniotic fluid sample was initially tested for tdxflx flm ii. The operator reported the result as "hi." The initial testing was performed on a fresh sample. The sample was retested giving a result of 16.0 mg/g. The retest was performed on a frozen sample. According to the account, the mother went into labor and the clinician was unable to stop it. No further info has been provided.